Event description:
Raney clip retained inside pt during surgery; resulted in add'l surgery for pt for removal. Unable to count raney clips according to aorn recommended practices because of the product packaging. It is impossible to complete an accurate initial count because the packaging does not allow for visibility of all of the clips before opening.